Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds, intermittent non-capture, high impedance and noise. The lead was also reported to have fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.